Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch mkh188 mfg date: 09/07/2018, exp date: 08/31/2020. In addition, a review of the manufacturing record evaluation for the possible batch number was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown stomach surgery on (B)(6) 2019 and suture was used. During the procedure, the needle was detached from the suture easily during continuous suturing for closure of common hole. There were no adverse consequences to the patient. No additional information was provided.